Event description:
It was reported that during a laparoscopic hemicolectomy procedure, loaded the 1st clip in the jaws as normal. Placed into the trocar and attempted to fire onto the blood vessel. Could not squeeze the handle properly and could not place clip on vessel. The instrument handle jammed. Removed the clip applier and removed the clip from the jaws of the instrument. Attempted to fire again and no clips advanced into the jaws of the instrument. Fired again and 2 clips advanced into the jaws of the instrument. A new instrument was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
H6. Lifter spring misassembled. H3. Eval summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and did not feed the clips as intended due to a misassembled lifter spring. The remaining clips were formed conforming within manufacturing requirements when tested.